Event description:
A percutaneous endoscopic gastrostomy feeding tube was placed successfully. It was noted several days later the feeding tube fell out and the inner bolster detached. The physician chose to leave the bolster in the pt and placed a foley catheter. The pt later expired from aspiration due to a pre-existing condition.